Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's hospitalization caused by urosepsis was not related to or caused by the trial device or therapy. The hcp indicated that the patient restarted the trial as it was not an optimal time to assess the therapy effectiveness. The patient had since moved on to stage 2 implant. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by an advanced evaluation patient they had uncomfortable stimulation to the point that it hurt. They inquired if they were allowed to ¿mess¿ with the stimulation settings and turn them down. The patient turned the stimulation down on their own. On (B)(6) 2018, the patient called and stated they had been hospitalized and had to restart their trial. There were no further complications reported/anticipated.